Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over six (6) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely, that failure of the light source and use of the non-olympus lamp caused occurrence of the defect. The event can be prevented, by following the instructions for use which state: warning, never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.

Event description:
The event was found, during preparation.

Event description:
The customer reported to olympus that while using xenon light source, when the customer turned on the button below the on and the standby, none of the light emitting diode (led) lights came on and the backup lamp sometimes was coming on and then the light intensity was going to half power. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation on light emitting diode (led) and back-up light sometimes not coming up was not confirmed. The subject device was inspected, the fan was running normal and the igniter was firing properly. However, the customer's allegation of the light intensity was going to half power was confirmed due to use of non-olympus lamp. The lamp had insufficient heat compound. The non-olympus lamp life meter was reading at 300+hours, light intensity output measured out of range. In addition, the device evaluation found following findings: a faulty slider switch was stuck intermittently on the output socket and there was corrosion inside the scope socket tubing and inside air pump tubing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.